Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a vibrate alert. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshoot. Customer stated pump is not vibrating or beeping anymore during the vibrate test. The customer was advised to revert to the back-up plan. The insulin pump will not be returned for analysis.